Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was also received with a cracked case at the display window corners, minor scratches on the display window, cracked reservoir tube lip, cracked reservoir tube, broken belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm on the insulin pump, following possible exposure to perspiration. Her blood glucose level was 145 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.